Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6) rn. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had maintenance message. Patient involved and no adverse event reported. (B)(6) rn cicu reported a cardiosave had recently given a message ¿iabp may require maintenance¿ on the screen. Reviewed from the cardiosave user manual the meaning of the message. Reviewed with her to replace the iabp with another if another was available. (B)(6) stated she will review this information with the physician and care team. Gave her direct number to call if they would like to switch out pumps. She stated they may just wait until morning and the patient goes for a procedure to swap the consoles. She stated she will call again if more assistance is necessary. She stated no interruption of therapy or harm to the patient. She gave limited amount of information for the pump to be serviced and asks that it been completed as quickly as possible.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) recently given a message ¿iabp may require maintenance¿ on the screen. No harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (mail ID), g3, g6, h2, h11. Corrected fields: d9, h3.